Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be dislodged in the coronary sinus upon routine follow up. A lv lead revision was scheduled. When the physician opened the pocket, the physician saw puss in the pocket from an unhealed pocket incision. The patient's entire system was then explanted due to infection. The lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation of a lead dislodgement could not be confirmed by visual testing. There was nothing visually wrong with the lead that would cause a dislodgement. The conductor coils were deformed at 162 and 182 millimeters (mm) from the terminal pin due to a grabbing tool.